Event description:
On (B)(6) 2014, the reporter stated that an infant was found with the hub of the extension set which was hospira extension set was disconnected from the hub of the IV catheter which was a bd product. There was an estimated blood loss of 25% which required a blood transfusion. The IV was infusing for less than 24 hours before the issue was identified. After the blood transfusion, the infant was fine. There were no other complications.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend.